Event description:
Insulin syringes are being received from the vendor without caps over the needles creating a needle-stick hazard. This occurs in less than 1 in 100 syringes received but seems to be a recent development.